Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed the reported issue. The fse replaced the central processing unit (cpu) board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A cpu was returned for analysis. The results of the testing of this cpu has resulted in a no problem found.

Manufacturer narrative:
H10: e1 initial reporter gentleness mankind medical co.,ltd. Kumamoto office (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a "check vent: backup alarm failed" went off. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that a "check vent: backup alarm failed" went off. The rse confirmed the error code 1104, "check vent: backup alarm failed", had occurred in the event logs. The rse determined that the central processing unit (cpu) board was faulty and required a replacement. Onsite repair is currently pending customer order.